Manufacturer narrative:
Based on the information that was provided a clear root cause could not be identified. A pre-analytical issue cannot be excluded as the customer might not have been letting the collection tubes clot for a sufficient amount of time. The customer does use the appropriate rack adapters for the 13mm tubes. A general reagent or instrument issue could not be identified. The customer reported that there have been no further issues observed on this instrument.

Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer received a questionable high result for 1 patient tested for troponin t hs on a cobas e 411 immunoassay analyzer. The initial troponin t hs result was 15.23 pg/ml with a data flag. The operator was unsure if this result was from a serum or a plasma sample. Both the serum and a heparin samples from the patient were repeated. The serum sample results were 4.65 pg/ml and 4.58 pg/ml and a plasma sample result was 6.05 pg/ml. The initial troponin t hs result was reported outside of the laboratory. The repeat results were deemed to be correct and a corrected report was issued. There was no allegation of an adverse event. The troponin t hs reagent lot was 245180 with an expiration date that was requested but not provided. Results for other assays tested on the sample sample repeated acceptably. The customer performed a short precision run. The provided analyzer alarm trace did not indicate an instrument problem.